Manufacturer narrative:
Upon receipt of the customer complaint, kdl performed investigations including retained sample test and process review.

Event description:
Vaccine doses drawn up in these syringes and appear to have foreign body debris inside. The appearance is not consistent with normal vaccine precipitate.